Event description:
It was reported that (2) tlc75 devices were used during a unknown procedure. It was reported by the rep that the hosp notified the rep that the (2) tlc75's fired correctly, the first time. When reloaded they would not fire. It is unknown how the case was completed. There was no consequence to the pt.